Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device returned to boston scientific consisted of a jetstream atherectomy catheter with a 0.014 filter guidewire stuck inside. The electrical cable and tubing are cut proximal of the baton. The baton, the distal section of the tubings, and distal section of the electrical cord are missing. There are multiple kinks along the sheath. Microscopic examination revealed no additional damages. Because there was no evidence of any product quality deficiencies, it was considered likely that the cut tubing and cable were attributable to handling after the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found that the guidewire used was not compatible with the device. The reported use contrary to recommendations in the instructions for use (IFU) contributed to the reported event.

Event description:
It was reported that the jetstream device was stuck on the filterwire. A 2.4mm jetstream xc catheter was selected for use in a peripheral vascular lower extremity procedure in the 100% stenosed, non-tortuous, and moderately calcified superficial femoral artery (sfa). The jetstream catheter was advanced over a non-boston scientific filterwire placed in the proximal popliteal. Midway through the jetstream procedure, the device became difficult to advance or retract. At that time, the physician had to remove the non-boston scientific filterwire and the jetstream device as one unit. After ballooning the sfa, the physician was satisfied with the result and implanted an 8x60 innova stent. The procedure was completed with no patient complications.